Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient¿s caregiver reported receiving a volume error warning prior to discovering the fluid. The patient stopped treatment. There was fluid found in the pump module area and on the external cassette. It is unknown at which point in therapy the leak may have begun. Upon follow up, the caregiver reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was trained to do manual treatments. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient¿s caregiver reported receiving a volume error warning prior to discovering the fluid. The patient stopped treatment. There was fluid found in the pump module area and on the external cassette. It is unknown at which point in therapy the leak may have begun. Upon follow up, the caregiver reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was trained to do manual treatments. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.